Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what is the initial surgeon's experience with the tx60 device? Resident fired and has used many times. What troubleshooting steps were taken to open the device? Tried prying open the device. How was the device eventually opened? Forced open: no staples deployed. What is the current patient status? Had to bring patient back 5 days later for an esophageal stent.

Event description:
It was reported that during an esophagectomy procedure, fired stapler, cut tissue then stapler would not open. Forced stapler open, staples not deployed and did not fire. Esophagus now open. Anastomoses not complete. Opened echelon stapler to redo anastomoses. Lots of tension on anastomoses and had to use buttressing. A general surgeon came in to assist, fired the stapler on the back table and staples deployed. Patient has to be taken back (B)(6) 2016 to do an esophagectomy stent which has to be in place for six weeks.

Manufacturer narrative:
(B)(4). Batch # n5467a. The analysis results showed that the tx60g device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. In addition two b-formed staples were present in the cartridge pockets. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.